Manufacturer narrative:
(B)(4). This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A 5 mm 15 cm 80 powerflexpro percutaneous transluminal angioplasty ([pta) balloon catheter burst during the procedure in the patient. It was not possible to remove the balloon completely. It was necessary to operate on the patient to withdraw the balloon. A photograph was provided of the device which will be returned for analysis.

Manufacturer narrative:
The patient is a (B)(6) male patient with medical history including aod (artery occlusive disease), stage iib. The patient was operated on (remainder of the catheter was surgically removed), clinically improvement of diagnosis after dilatation. The intended procedure was percutaneous transluminal angioplasty (pta) of the superficial femoral artery. The target lesion was high grade calcified stenosis of the superficial femoral artery and in-stent restenosis. There was no vessel tortuosity. The percentage of stenosis was > 90%. There were no anomalies noted when removed from the package. There were no anomalies noted during prep. The device was inserted through a stopcock instead of a hemostatic valve. The balloon was not caught in the lesion and burst during dilatation. There was resistance met while withdrawing the device from the guide catheter and the sheath or introducer guide but not from the vessel or through the rotating hemostasis valve. A 35er terumo guidewire was used in the procedure along with a standard 5f terumo introducer sluice. Images were also received with the following noted: image 0 shows a digital subtraction image of the right femoral artery (fa) with atherosclerosis and calcification along the length of the femoral artery, especially prevalent in the distal portion. Image 1 shows a digital subtraction image of the right femoral artery (fa) with atherosclerosis and calcification along the length of the femoral artery, especially prevalent in the distal portion, directly above the knee joint. Image 2 shows a digital subtraction image of the right femoral artery (fa) w/o contrast and lacking any useful information. Image 3 shows a digital subtraction image of the right femoral artery (fa) with some contrast present which appears to illuminate some collateral vessels. The presence of a stent is barely apparent. Image 4 shows a very similar image to image 3. Image 5 shows a digital subtraction negative image of the right femoral artery (fa) with atherosclerosis and calcification along the length of the femoral artery, especially prevalent in the distal portion, directly above the knee joint. Image 6 shows a negative image of the same portion of femoral artery with a balloon catheter indicated by the balloon marker at the target lesion. Image 7 shows a digital subtraction image of the vessel with an antegrade cannulation in progress. Image 8 shows a digital subtraction image of the vessel with the target lesion especially noticeable. Image 9 shows a digital subtraction image of a device distal to the balloon as an attempt to capture the balloon fragment. Image 10 shows a digital subtraction image of an attempt to remove the balloon fragment. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A 5mm15cm 80 powerflexpro percutaneous transluminal angioplasty ([pta) balloon catheter burst during the procedure in the patient. It was not possible to remove the balloon completely. It was necessary to operate on the patient to withdraw the balloon. The patient was operated on (remainder of the catheter was surgically removed), clinically improvement of diagnosis after dilatation. The intended procedure was percutaneous transluminal angioplasty (pta) of the superficial femoral artery. The target lesion was high grade calcified stenosis of the superficial femoral artery and in-stent restenosis. There was no vessel tortuosity. The percentage of stenosis was > 90%. There were no anomalies noted when removed from the package. There were no anomalies noted during prep. The device was inserted through a stopcock instead of a hemostatic valve. The balloon was not caught in the lesion and burst during dilatation. There was resistance met while withdrawing the device from the guide catheter and the sheath or introducer guide but not from the vessel or through the rotating hemostasis valve. A 35er terumo guidewire was used in the procedure along with a standard 5f terumo introducer sluice. A total of 11 images were received for review. Image 0 shows a digital subtraction image of the right femoral artery (fa) with atherosclerosis and calcification along the length of the femoral artery, especially prevalent in the distal portion. Image 1 shows a digital subtraction image of the right fa with atherosclerosis and calcification along the length of the femoral artery, especially prevalent in the distal portion, directly above the knee joint. Image 2 shows a digital subtraction image of the right fa without contrast. Image 3 shows a digital subtraction image of the right fa with some contrast present which appears to illuminate some collateral vessels. The presence of a stent is barely apparent. Image 4 shows a very similar image to image 3. Image 5 shows a digital subtraction negative image of the right fa with atherosclerosis and calcification along the length of the fa, especially prevalent in the distal portion, directly above the knee joint. Image 6 shows a negative image of the same portion of fa with a balloon catheter indicated by the balloon marker at the target lesion. Image 7 shows a digital subtraction image of the vessel with an antegrade cannulation in progress. Image 8 shows a digital subtraction image of the vessel with the target lesion especially noticeable. Image 9 shows a digital subtraction image of a device distal to the balloon as an attempt to capture the balloon fragment. Image 10 shows a digital subtraction image of an attempt to remove the balloon fragment. The patient was operated on (remainder of the catheter was surgically removed), clinical improvement of diagnosis after dilatation. The intended procedure was percutaneous transluminal angioplasty (pta) of the superficial femoral artery. The target lesion was high grade calcified stenosis of the superficial femoral artery and in-stent restenosis. There was no vessel tortuosity. The percentage of stenosis was > 90%. There were no anomalies noted when removed from the package. There were no anomalies noted during prep. The device was inserted through a stopcock instead of a hemostatic valve. The balloon was not caught in the lesion and burst during dilatation. There was resistance met while withdrawing the device from the guide catheter and the sheath or introducer guide but not from the vessel or through the rotating hemostasis valve. A 0.035 non-cordis guidewire was used in the procedure along with a standard 5f non-cordis introducer sluice. A picture was received. Per visual review of the received picture, an approximately 6cm portion of the balloon was observed, it was noticed that a section of balloon appears to be elongated. One non-sterile unit of powerflexpro 5mm15cm 80 was received coiled inside a plastic bag. Per visual analysis, the powerflex pro catheter received had a balloon burst/separation approximately at 10cm from the unit¿s distal end, and the distal section of the balloon was not received for analysis. No other anomalies were observed on the device. Dimensional analysis for od proximal seal was performed, and it was found within specification. A leak test could not be performed due to the condition of the received unit (balloon separated). Unit was sent to sem analysis to find the potential cause of the burst/separation. Sem results showed that the balloon¿s internal surface and marker bands did not present any evidence of damage or defect. However, the external surface presented evidence of scratches and abrasion marks near the balloon burst/separated areas, and it is very likely that the same factors that caused the abrasions and scratch marks on the balloon¿s outer surface could have also contributed to the burst/separation condition found on the received balloon. No other anomalies were observed during sem analysis. A device history record (DHR) review of lot 17702781 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was confirmed through analysis of the returned device. Additionally, the device was received separated in two portions. The exact cause of the burst/separation noted on the device could not be conclusively determined during analysis. However, the reported ¿pta/ptca system withdrawal difficulty - unable to¿ could not be confirmed through analysis due to the condition of the received device, and the device passed dimensional analysis. Based on the information available for review, lesion characteristics (high grade calcified stenosis) may have contributed to the balloon burst reported since calcification/resistant lesions can damage a balloon as evidenced by the abrasions noted during sem analysis. Additionally, the withdrawal difficulty reported may be due to profile of the ruptured balloon, and the subsequent separation may be related to the handling of the balloon catheter after the resistance during withdrawal. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the DHR review nor the product analysis suggests that the events experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The device was returned and was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt. A picture (asklepios seesen img_1635.jpg) was received attached to the electronic file of complaint case-(B)(4). Per visual review of the received picture a portion of balloon of approximately 6cm length was observed, it was noticed that a section of balloon appears to be elongated. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The complaint reported by the customer as ¿balloon ¿ burst¿ and ¿pta/ptca system ¿ withdrawal difficulty - unable to¿ was confirmed by the condition observed on the photographed balloon section. However, the root cause of the event reported could not be determined with the review of received photo. The phr review did not suggest that the reported event could be related to the manufacturing process. Therefore no corrective or preventive actions will be taken. Additional information is pending and will be submitted within 30 days upon receipt.